Manufacturer narrative:
An initial investigation conducted by king systems indicated the (B)(4) devices were manufactured in june and july of 2017, and there were no documented failures during aql inspections nor any nonconformances, deviations or abnormalities that would have contributed to the reported failure. The visual inspection found that, on (B)(4) units, the purple gasket had been worn off most likely either from repeated use or being removed either intentionally or accidentally. The gasket is used to seal/protect the battery compartment while the device is in use. One of the devices appears cracked open and disassembled. In addition, king vision video laryngoscope instructions for use recommended that the king vision display should be inspected prior to each use by the user. If visible signs of damage or problems with the display are found, replace with a new unit. The potential root cause of device malfunction is still under evaluation at the time of this report. King systems is reporting this adverse event since the manufacturer could not rule out the possibility that a device malfunction may have caused or contributed to the patient's death.

Event description:
On april 05, 2024, king systems received a complaint stating two devices no longer had working screens. It was reported that the healthcare provider was responding to a cardiac arrest call, when the device was used, the green light power was coming on, but the screen stayed black, they stated the ribbon used to connect the circuit board to the screen was flimsy and easily dislodged. On april 09, 2024, during the complaint investigation, king systems was informed that there is a patient involvement and patient deceased. The healthcare provider was unable to determine whether the patient death was due to the device failure.